Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was verified through the review of the event history logs. The cause of the reported issue was unable to be determined with the provided information. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014, at 13:44:59. During night drain cycle 12, the patient's ultrafiltration reading was 1201ml, indicating the home patient drained 1201ml more than their maximum programmed fill volume of 2000ml. No additional information is available.